Manufacturer narrative:
The delivery catheter was returned and analyzed, the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The manipulator wire pulled through the lumen wall. The mechanical operation of the catheter shaft was kinked. A visual summary analysis of the catheter indicated damage during use at the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had resistance advancing the dilator and the catheter over the guidewire; it was very tight in the clavicle area. Upon rethreading the guidewire into the dilator, the catheter did not fit as snugly around the dilator. Also, the physician had trouble slitting the catheter. Near the tip of the catheter, the slitter caught on the wire. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.